Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigators observed a small hole on side of cartridge cap.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that the cartidge cap was damaged. There is no reported adverse event with this complaint. This report is made based on the allegation of the xxx issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.